Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly :g4,g7,h1,h2,h3 and h6 as reported, the 6mm x 6cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used. However, it ruptured due to severe calcification. There was no reported patient injury. The lesion was the iliac artery which had severe calcification, tortuosity, and 90% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally. The same indeflator was not used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or when inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was never in an acute bend. The plunger did depress into the syringe/indeflator when trying to inflate. The balloon did not inflate normally. The device was not returned for evaluation as it was discarded by mistake. A product history record (phr) review of lot 82216447 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with stenosis likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# 82216447 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm x 6cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used. However, it ruptured due to sever calcification. There was no reported patient injury. The lesion was the iliac artery. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet and any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prep normally. The same indeflator was not used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or when inserting the balloon through the guide catheter. Vessel / lesion characteristics, the lesion had severe calcification and tortuosity. There is 90% of stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was never in an acute bend. The plunger did depress into the syringe/indeflator when trying to inflate. The balloon did not inflate normally. The device will not be returned for evaluation because it was discarded by mistake.